Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient feels blurry especially with driving. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information was received stating that, there was no patient harm. In the surgeon's opinion, the product caused the event and the prognosis of the patient was good. The patient was not hospitalized as a result of the event.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company lens with 20.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).